Manufacturer narrative:
Section e1: reporter contact information was not available. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported right heart failure could not be conclusively established through this evaluation. The hospital was unable to provide any additional information related to the event. The patient remains ongoing on heartmate 3 lvas, (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. The IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, the IFU discusses the potential development of right heart failure following implant and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced right heart failure (rhf). Symptoms included a cardiac index (ci) of less than 2.0l/min. The relationship of the device was reportedly not related due to underlying disease.